Event description:
Per the audiologist, the pt reported static when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes did not solve the problem. Explant/reimplant surgery is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.